Manufacturer narrative:
.

Event description:
It was reported that the customer's insulin pump had moisture damage. Customer stated that the pump was exposed to moisture when he was working a machine that broke and wet the insulin pump. Customer's blood glucose was 137 mg/dl. Customer also reported battery alarms, motor error alarms, and that the buttons are not working. No additional information provided.